Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the jaws of the small clip applier instrument were bent. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue of bent jaws. The jaws of the instrument were found to be broken at the mid-point. The grip broken surface was not smooth and a sign of slight torsion was observed. Engineering evaluation concluded that the damage was likely due to mishandling during clip loading. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2013, isi contacted the initial reporter for follow-up information. The reporter denied that any fragments fell. She also denied that any patients were harmed or injured. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken tip issue if to recur could cause or contribute to an adverse event.